Manufacturer narrative:
Philips field service engineer (fse) replaced the power supply and user interface assembly. The device is fully functional and back in service. The replaced user interface assembly was returned for failure investigation. The root cause of the black screen was caused by a burned-out cold cathode fluorescent lamp (ccfl) backlight, which generated the dim display.

Event description:
The customer reported that the unit shuts down and has a black screen, unable to power back up. The customer contacted product support customer reported unit was not available. Product support provided him the v60 service manual rev l. Explained to go to page 107 of the manual and test the power supply. The customer replied, there is 24 volts coming out of the power supply. Product support recommended parts, power management pcba, cpu pcba software 2.30. The customer reported that the unit was not in use on a patient. Per biomed, the issue was discovered during setup for patient use. No delay in therapy or medical intervention noted.